Event description:
Pt reported consistently obtaining results of "hi" (>600 mg/dl), while using the suspect device. Pt noted that, based on these results, they administered insulin, after which they would experience hypoglycemic symptoms. Pt stated that, typically when experiencing hypoglycemic symptoms, they would self-treat with glucose tablets; however, on the day of the event, they were not carrying any medication. Pt stated that around 10:30 a.m. They lost consciousness, at work. Emergency medical services were reportedly contacted, and upon their arrival, pt was treated with a shot of dextrose. Pt indicated that their blood glucose was measured after receiving dextrose, using another blood glucose monitor, with a result of 309 mg/dl. Pt stated that they were transported to the emergency room, where they were treated with a dextrose i.v., and given medication for a sinus infection. Pt noted that they were released 4-5 hours later. Pt's current condition: feels ok. At the time of the report, vial. Quality control testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.